Event description:
It was later reported that the patient had received the inappropriate shocks due to atrial fibrillation (af) and underwent a subsequent av node ablation.

Event description:
It was reported that the patient received high voltage therapy delivered by the right ventricular (rv) lead and was hospitalized as a result. The patient reported feeling ¿hits¿ and was referred to their physician. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).